Event description:
Medtronic received information that during the deployment of a transcatheter bioprosthetic valve, the valve dislodged above the annulus. The physician attempted to retrieve the valve, which was not fully deployed, into the introducer sheath. As the delivery catheter system (dcs) was being withdrawn, the dcs nose cone broke off before the valve could be retrieved. It was reported that the nose cone was not yet in contact with the introducer sheath and there was no pressure felt on the nose cone. The valve was deployed in the descending aorta. The physician used a lasso to retrieve the nose cone and remove the introducer sheath. A second introducer sheath was put in place, and a second valve was implanted successfully with a new dcs. After the implant procedure was completed, the first valve was surgically removed from the descending aorta, as it was partially affecting renal perfusion. The patient subsequently experienced severe renal insufficiency and digestive ischemia related to the valve.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve dislodgment is often influenced by: tension applied on the delivery catheter system (dcs) during positioning; calcification levels; sizing and compliance of the native anatomy; and other causes. A conclusive cause for the dislodgment of the valve could not be determined with the limited information available. The report of patient death five days post procedure was ascertained as being due to renal failure and digestive ischemia. Per the corevalve instructions for use (IFU), acute renal failure and bowel ischemia are potential adverse events. A conclusive assessment of the relationship between the event and the device could not be reached, as neither an autopsy report nor the devices were returned for evaluation.

Manufacturer narrative:
Additional information was received that after the first valve was abandoned in the descending aorta, a second valve was successfully implanted. Five hours postoperative, the patient was taken back to the operating room to remove the first valve from the descending aorta. Subsequently, the patient expired five days post procedure due to massive renal failure and digestive ischemia. It was reported that the renal insufficiency was related to the first valve abandonment in close proximity to the renal artery after the delivery catheter system (dcs) nose cone separated during the retrieval attempt (B)(4).

Manufacturer narrative:
The valve¿s serial number was not reported. Its return and additional information have been requested. A separate report has been filed on the dcs complaint. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.